Event description:
The physician was attempting to deploy a stent into the proximal sfa when he encountered resistance. Deploying the stent became increasingly harder the closer the stent got to the end of the catheter. The reporter indicated that the stent was deployed approximately 2/3 of the way when it began to malfunction. The stent was reportedly releasing in very short segments. When the stent was completely deployed, it appeared to be twisted. It was reported that the patient was moving during the procedure which may have contributed to the event. Following the deployment, the area was ballooned and another stent was placed inside the first stent. The results were ok, and there was no patient injury.

Manufacturer narrative:
The stent delivery system was not returned for analysis. The device history record was reviewed. No anomalies were noted in the device history record. Because the patient was moving during the procedure, this could have contributed to the event. There have been no previous reports of this type of event occurring with this product during a clinical procedure. The cause of the event is inconclusive as the delivery system was discarded following the procedure.